Event description:
It was reported that the pump exhibited decreased battery performance, including shorter than expected run time of approximately 1.5 to 2.5 days on a full charge, prolonged charging time, and charging progress that intermittently stalled before continuing. Symptoms included no physiological effects. Outcomes included no impact on health status and no hospitalization. Investigation included device-use troubleshooting, including advising the user to connect the charger directly to a wall outlet rather than a power strip, and fulfillment of a replacement charger. Investigation of this case revealed a suspected charging inefficiency related to the external power source or charger, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was likely related to the charger or charging conditions rather than an intrinsic pump malfunction.